Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a lantern delivery microcatheter (lantern), pod coils, and a guidewire. During the procedure, while advancing the pod coil into the target location, the physician fractured the pusher assembly of the pod coil. Therefore, the pod coil was removed. Next, while advancing a new pod coil through the lantern, the physician noticed the previous pod coil detached in the lantern. Therefore, the physician removed the new pod coil and resheathed it. The physician then removed the lantern containing the detached pod coil using syringe aspiration. The procedure was completed using the same lantern and the resheathed pod coil. There was no adverse effect on the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.